Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; dr (B)(6) said that the endostitch was extremely hard to load, and when they tried the white handles were painfully hard to squeeze together and would not load the needle. Once they finally got the needle loaded the jaws locked on the tissue and would not pass the needle. When they were able to finally get the jaws open the needle did not pass at all. When they removed the device, the handles were stiff and hard to squeeze and the needle would not eject from the jaws and had to be broken out. There was no recorded lot number for the reload. There was no pt injury. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure. Nothing fell into the pt's cavity. The device did not lock on tissue. (B)(4).